Event description:
It was reported with the use of the bd preset¿ eclipse¿ there was a sterility issue (product not sterile). The following information was provided by the initial reporter: the customer stated "there is a breach of sterility with this product & it is filterless (according to standards, this product should always arrive with a filter)."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd preset¿ eclipse¿ there was a sterility issue (product not sterile). The following information was provided by the initial reporter: the customer stated, "there is a breach of sterility with this product & it is filterless (according to standards, this product should always arrive with a filter)."